Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on 12/152016, that on (B)(6) 2016, the patient experienced a sensor wire that broke off and remained under the skin. The sensor was inserted in the patient's abdomen on (B)(6) 2016. The patient stated that he had made an appointment with the doctor on (B)(6) 2016, due to a skin reaction. At the appointment the patient's nurse scraped the top of the wound and took a culture of it. At this time the nurse got part of the wire in her finger and realized the sensor wire was still in the patient. The doctor numbed the insertion area with lidocaine then opened up the wound and surgically removed the sensor wire and cleaned it up. Total surgery time was about ten to fifteen minutes. The nurse squeezed excess fluid out and then applied (B)(6). At time of contact the patient stated that there was still pain at the site. No addition even or patient information is available. No product was provided for evaluation. The reported event could not be confirmed. A root cause cannot be determined.